Manufacturer narrative:
The suspect device has been disposed of by the complainant; therefore, a device evaluation will not be performed. A failure analysis is not available, and the relationship between the device and the event is undetermined. A device history record review and product family complaint trend analysis are in progress; results will be provided in a follow-up medwatch report. The radial jaw 4 biopsy forceps dfu states, "these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding and appropriate airway management."

Event description:
It was reported to boston scientific corporation on july 24, 2007 that a radial jaw 4 large capacity biopsy forceps device was used to perform a gastric biopsy on a male patient with helicobacter-gastritis. This procedure was performed on in 2007. The complainant reported the next month, the "patient had epigastric pain. A (gastroscopy) was performed. Bleeding (at) the poin(t) of biopsy was found and (was) stopped succes(s)fully (with) a clipping-device. Patient ha(d) no shock." Following intervention, the patient had "no further complications" and was "in good condition." It was also reported that "before the biopsy procedure on (the previous month) was performed, the patient had a quick of 25% (relatively low clotting time). (The reporting physician) stated that this is a clear contraindication for biopsy."